Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A desktop charger was donated with no allegation, and analysis found a broken connector pin. There was no report of symptoms or further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had the entire system removed due to no therapeutic effect. On (B)(6) 2018 additional information was received that the patients weight at the time of the event was (B)(6), and the reason the patient had stopped using the device was stated that it was causing pain the patient legs when it was turned on. No additional patient symptoms, or device complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.